Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose and insulin history is as follows: (B)(6). Upon deactivation it was noticed that the cannula was not properly inserted into the skin as there was no puncture in her skin. There were a few communication errors while wearing the pod but they were all resumed. The patient was able to smell and feel insulin at the site. Hyperglycemia treated by patient with a correction bolus and activating new pod. The pod was worn between 24 and 36 hours on the back.

Manufacturer narrative:
The returned device was evaluated and found no evidence of any damage or manufacturing deficiencies that would cause the cannula to be improperly inserted. The soft cannula and formed needle was inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.